Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05581. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with a laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, anterior vaginal reconstruction with graft, and bilateral modified sacrospinous fixation. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, menopausal bleeding, pelvic pain, cystocele and fascial weakness and mesh was implanted. It was also reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced erosion, bleeding, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and others. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05581. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.